Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physiologist suspected the noise was due to lead damage, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Related manufacturer report number 2017865-2024-33980. Additional information was received indicating the device was reprogrammed to address the event. Additional noise was again noted on the right ventricular (rv) lead following the reprogramming. Additionally, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra). The physician suspected rv and ra lead damage, however, diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition.